Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four weeks post implant of an antibacterial absorbable envelope the right ventricular (rv) lead exhibited high thresholds due to a lead dislodgement from twiddler's syndrome. The lead was repositioned and remains in use. Additionally, it was noted there was "device movement" of the cardiac resynchronization therapy defibrillator (crt-d) from twiddler's syndrome and being pulled down from gravity. The physician opted to explant and replace the device. The antibacterial absorbable envelope remains in use. No further patient complications have been reported as a result of this event.